Event description:
Received information stating that the customer' s attempted to change his cartridge and infusion set but was unable to because there was no insulin coming out of the tubing. The customer went through four cartridges and infusion sets before achieving a successful load. The customer uses u-500 insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation . Should new relevant information become available a supplemental report will be submitted.